Event description:
It was reported that there was a lesion in the left anterior descending artery. After predilatation with a non-abbott balloon and after deployment of the vision stent, a dissection was observed. The dissection was treated with a graftmaster stent successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: sprinter; guide wire: bmw; guide cath: ebu. There was no reported product deficiency. The reported patient effect of dissection, as listed in the vision instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. It should be noted that the IFU states, implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.